Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the piece on her reservoir compartment lip, where the reservoir screws in was broken. The customer¿s blood glucose level was 120 mg/dl. The customer also reported that the top of the reservoir can lock in place when inserted in place but easily dislodged due to being loose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with blank display anomaly due to moisture damage on electronics assembly. Unable to perform displacement, rewind, seating and basic occlusion due to blank display anomaly. Unit was received with moisture damage noted on motor, vibrator motor or battery tube assembly. Unable to perform the displacement test and occlusion test due to missing retainer. Unit was received with missing reservoir tube o-ring, scratched case, broken reservoir tube lip, cracked keypad overlay at select button, and minor scratched lcd window.